Manufacturer narrative:
Failure analysis on the returned power management (pm) board shows that the component failure u11 prevented the ventilator to power on.

Event description:
The customer reported that the ventilator will not power on. The customer reported there was no patient involvement.